Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issue with the screw of the insulin pen. Customer stated the screw is no longer moving forward. The screw will only move forward one quarter of an inch and then will stop moving forward. The button will press down. But the screw does not move forward. Customer primed the insulin pen multiple times, replaced the needles and the cartridge but the issue was not resolved. The customer also reported a second insulin pen wit the same issue. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.